Event description:
Reportedly, during follow-ups, the patient visited the hospital due to syncope. Short episodes with ventricular oversensing were stored in device memory. Reportedly, these episodes were not at the origin of the syncope. The device was programmed in ddtv on (B)(6) 2016. However, the patient experienced a syncope and visited the hospital on (B)(6) 2016. Normal electrical performances were noted. On (B)(6) 2016, a ventricular pause of around 4 seconds was observed on the monitor ECG. Reportedly, ventricular loss of capture was suspected as a possible cause of the observed ventricular pause. &#62029; a re-intervention was performed to replace the ventricular lead, no damage was confirmed on x-ray. The ventricular lead was capped and abandoned inside the body. The pacemaker failure was not suspected. However, considering the battery depletion, the pacemaker was discontinued. Preliminary investigation of the patient files revealed also atrial oversensing.